Event description:
It was reported that there was a lead warning for low impedance on the right atrial (ra) lead. The impedance had rebounded since the time of the lead warning and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4261 competitor implantable pacing lead (B)(6) 1999. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.